Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock lead impedance (sli) measurement of 130 ohms. Technical services (ts) analyzed device data and provided troubleshooting. Reprogramming was performed. The sli returned to within normal limits. No adverse patient effects were reported. Currently, this lead remains in service.